Event description:
Pt/user of the fmc dialysis device called tech support due to drain complications. Pt wanted info on why the cycler was alarming so much. Pt wanted info on why the cycler was alarming so much. Pt mentions that he had an umbilical hernia recently. The cycler was not replaced.

Manufacturer narrative:
The actual device was not returned for evaluation and therefore the reported event could not be confirmed or replicated. An investigation of the device manufacturing records was conducted. A bath record review was conducting and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. The clinical investigation indicates the pt stated his pd catheter was inserted 10/2011 and he developed a hernia as a result. He had the hernia repaired and had recurrence of the hernia. The most recent hernia repair occurred on (B)(6) 2012. He had a surgical repair of incarcerated ventral hernia with mesh. There were no reported events of increased intraperitoneal volume. The fmc pharmacovigilance physician concludes hernias are a known complication of peritoneal dialysis. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 03/21/2011 to 03/11/2013.